Manufacturer narrative:
Expiration date: 05-31-2025. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6/+0.5/78 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experience excessive vaulting. On (B)(6) 2022 the lens was explanted. Later on this same date a replacement lens of shorter length/different model was implanted and the problem was resolved. The cause of the event was reported as unknown and noted "the relation between the w-w and the sulcus was different then usual".

Manufacturer narrative:
D4 - expiration date : 03-31-2025. Claim#: (B)(4).